Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6). ) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The system error was cleared using apvision3 software. Nevertheless, the processor pca board was replaced as a preventive precaution to address the system error. The autopulse platform was manufactured in 2008 and is over 15 years old, well past the expected serviceable life of five years. Unrelated to the reported complaint, cracks on the front and bottom enclosures were noted upon visual inspection. The cause of the observed physical damage was likely attributed to user mishandling, such as a drop. The front and bottom enclosures were replaced to address the observed physical damage. The platform's archive data was corrupted and could not be recovered. The platform and diagnostic service pc could communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. The system error was cleared using apvision3 software. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Nevertheless, the processor pca board was replaced as a preventive precaution to address the system error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6). ) displayed a "system error, out of service, revert to manual CPR" message. The customer replaced the lifeband and the battery, but the system error persisted. No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**.